Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 6 months after three dental implants were installed in intraoral regions #6, 4 and 11 it was verified its nonosseointegration. Implants were immediately carried out, with 25 ncm of primary stability immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type IV).